Event description:
As reported per the edwards field clinical specialist (fcs), immediately post deployment of a sapien valve, it was noted that the hemodynamic waveform for ao pressure reflected "lv" and pressure never recovered beyond 40mmhg systolic. Anesthesia informed the team that the patient was not responding to the pressors. Intra-cardiac epi (1mg) was given. Per tee, it was noted that the right anterior leaflet in the short access view was not moving and there was 3+ central ai. Global st elevation was also noted, with a reduced ef of 40% and the inferolateral wall was noted to be down. Coronary flow was confirmed. The delivery system was removed, the wire was repositioned and the leaflet was gently touched with the 6f pigtail, but the leaflet motion did not improve. The patient then experienced and episode of vt requiring defibrillation. CPR was also initiated and a venous cannula was placed in the rfv, but not used. A second 23mm sapien was prepped and deployed in the 50:50 position, and the ai was resolved. The patient became hemodynamically stable, st changes began to resolve, and by the end of the close the ef had improved to 55%. The patient experienced several rhythm abnormalities and the temp pacing wire was left in. Follow up information reveals that after the run of vt, the patient had some intermittent heart block and she was then in a junctional rhythm pretty much for the remainder of the case. The team felt that since she also received a valve in valve, her incidence of needing a ppm was increased and they therefore set her up for an ep consult. Post procedure, the patient is doing really well, but she did require a permanent pacemaker (ppm).

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a complaint of non-functioning leaflet. Based on historical review of complaints, these events are typically a result of deployment of the valve too ventricular in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in pressure gradient between the ventricle and the aorta, resulting in inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% leak tested prior to release for distribution. Every valve is tested for proper coaptation under nominal simulated patient test conditions in a pulse duplicator to confirm that the valve leaflets open and close properly. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the root cause of the reported non-functioning leaflet cannot be confirmed; however, the patient had a drop in pressure and lvef post valve deployment, it is unknown if this caused the non-functioning leaflet or if this was a result of the non-functioning leaflet . Per tee, the second valve was deployed in the exact same position with an immediate resolution of the ai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.